Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 19 - cause traced to user. The affected sample was inspected and confirmed that the compression/thrust washer had broken. A discoloration was seen around the thrust washer that is similar to discoloration seen with improper sterilization techniques. Due to discoloration of the thrust washer, it is most likely that improper sterilization techniques were utilized. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 20, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D4 (updated lot number). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer). H6 (event problem and evaluation codes 2645, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during setup.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the compression washer of the stabilizer arm broke. It is unknown when this event occurred. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, when they were about to use the device, they opened a sterilization bag and found that the compression washer of the stabilizer arm broke. Before it broke, they were still able to use it several times from the date of purchase. There was no harm to patient and no health adverse event. Product was changed out. Procedure was completed successfully.